Event description:
Bard 2-way foley catheter balloon would not deflate, even after cutting off balloon fill valve. Surgeon removed foley catheter with balloon inflated after medicating pt. Delayed pt's discharge by 2 days. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: post-op, pt temporary use of foley catheter.